Event description:
During the pvc procedure, communication issues resulted in a procedural delay. The tacticath was not detected by ensite x, although signals were coming through the recording system, there was no visual information, and the dot indicator on the mapping system was red. Both se indicators turned red, and an error message was displayed saying "catheter navx se data invalid: port se 2 no catheter impedance data, port se2 system impedance error." The connections were reconnected, the tactisys was restarted and reconnected to ensite x, but the issue was not resolved. Changing from se port 1 to se port 2 and adjusting the surfacelink connections did not resolve the issue. Once the device was switched to voxel mode, a "catheter in port se 2 has a magnetic sensor issue. Check connections and consider replacing the catheter or its cable" error message appeared. The dws and amplifier were both restarted with no resolution. Finally, the catheter was replaced, and the procedure was completed with no adverse consequences to the patient.